Event description:
The patient reported that the down arrow keypad button has been intermittently unresponsive for the past two to three weeks. He noted that all buttons still bounce and spring back as expected when pressed. He confirmed that there is no physical damage to the rubber keypad. The patient stated that he wears the pump in his pocket and does not clean the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. Unrelated to the keypad complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. There was evidence of residual moisture inside the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.